Event description:
A company representative reported that the tips of two cascadia an lordotic-oblique inserters fractured off intra-operatively. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient. This report captures the second of two cascadia an lordotic-oblique inserters.